Manufacturer narrative:
(B)(4). Eval: results: pt vessel/lesion morphology; tortuous vessel, 90% stenosis, high grade calcification. Stent embolism. Eval: conclusion: pt vessel/lesion morphology; tortuous vessel, 90% stenosis, high grade calcification. Eval summary: the tip was slightly damaged. The crimp impressions were evident on the balloon. The balloon was not inflated. The stent came back along with the device. Two stent segments were intact at either end of the stent and the remaining segments were stretched. No further damage was noted.

Event description:
The physician was attempting to deploy a 2.5 mm diameter x 24mm length micro driver rapid exchange (rx) bare metal stent to treat lesion in a pt located in the lad that exhibited high grade calcification, 90% stenosis and was located in a tortuous vessel. It was reported that the stent dislodged after several attempts to cross the legion. No pt injury occurred and no clinical sequelae were reported.